Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and the pump touch screen was unresponsive. It was also reported that the pump "won't accept new cartridge". There was no reported adverse impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.